Event description:
To completely bridge the aneurysm in the internal iliac artery (hypogastric) during a aaa trifurcation procedure, a 13x10 gore viabahn endoprosthesis was inserted by brachial artery approach and advanced through the sheath to the aortic arch, where the sheath kinked. The gore viabahn endoprosthesis was removed and the sheath re-dilated. The same gore viabahn endoprosthesis was re-advanced, successfully crossing the transition from the subclavian artery into the aortic arch. However, the device would not advance through the previously placed 11x5 gore viabahn endoprosthesis. The 13x10 device was pulled back for removal. However, because of a kink in the guidewire and catheter damage by the guidewire, the physician was unable to remove the device from the brachial access site. The physician cut down the brachial access site and removed the device and sheath. Add'l access was gained from the axillary artery, and a second 13x10 gore viabahn endoprosthesis was successfully advanced into the previously placed 11x5 gore viabahn endoprosthesis and deployed successfully. The procedure was completed implanting a surgical graft between the brachial and axillary artery. The pt is doing well.

Manufacturer narrative:
Method: review of mfg history. Result: device met release specs.